Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the pump history indicates on (B)(6) 2010, at 1945, the pump was powered on, the history cleared, cca adult standard care area selected, and hydromorphone 0.2mg/ml was confirmed. Between 1946 and 1949, the pump was reprogrammed to deliver hydromorphone 0.2mg/ml, in the pca only mode, with a 0.2 mg pca dose, a 15min pca lockout, a 0.8mg one hour dose limit, settings were confirmed, door was locked, opened, and locked. Between 1951 and 2049, there were four 0.2mg pt initiated deliveries and 1 unmet pt demands. At 2103, the history indicated that the device was operating on battery power. Between 2122 and 2227, the door was opened, a 1.0mg shift total cleared, the door was locked, and there were three 0.2mg pt initiated deliveries and 2 unmet pt demands. At 2236, a low battery alarm occurred. Between 2243 and 0023, there were three 0.2mg pt initiated deliveries and a new date stamp of (B)(6) 2010 occurred. Between 0155 and 0202, there was a low battery alarm, a dead battery alarm, 2 power loss alarms, and a 0.8mg shift total cleared. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On (B)(6) 2011, at 1945, the pump was programmed to deliver an unspecified concentration of dilaudid, in the pca only mode, with a 0.2mg pca dose, a 15 minute lockout, and a 0.8mg one hour dose limit. The customer contact reported that at unspecified times, the patient unplugged the pump to ambulate to the bathroom. The customer contact reported that at 0400, a second nurse noted the pump was powered off; however, the second nurse did not power the pump back on. At approximately 0530, the patient notified the nurse of "increased pain." At 0550, the patient was given with an unspecified oral pain medication. At 0700, the customer contact reported the nurse and physician attempted to power on the pump. At that time, the display flashed "rapid charge." The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, after the battery was fully charged, the pump was programmed to deliver in the continuous mode. After approximately 1 hour and 20 minutes, the pump audibly alarmed for low battery. It was reported that 6 minutes later, the pump audibly alarmed for dead battery and lost power; however, the volume of the audible alarm was reported as lower than expected. Though requested, no additional information was provided.